Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1581 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery/hysterectomy with unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no discrepant information: in this follow-up cycle essure start date was reported as on (B)(6) 2012,, however it was entered in argus as on (B)(6) 2015. Discrepant information: in this follow-up cycle essure stop date was reported as on (B)(6) 2016 , however it was entered in argus as on (B)(6) 2019. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: essure's date implanted updated from on (B)(6) 2015 to on (B)(6) 2012, essure's date explanted updated from on (B)(6) 2019 to on (B)(6) 2016 and medical device removal's onset date updated from on (B)(6) 2019 to on (B)(6) 2016. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1581 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial thickening, uterine fibroids, vaginal delivery (2), ovarian cyst, abnormal uterine bleeding, thyroidectomy, thyroid cancer, hypothyroidism, painful intercourse, pelvic pain female (this patient presents with pelvic pain. She states that she has had the pain for 3 years and that it has gotten progressively worse) and obesity. Previously administered products included: vyvanse for adhd, omeprazole for gerd and nsaids, depo provera, levothyroxine [levothyroxine sodium], radioactive iodine solution and aloe vera latex. Past adverse reactions to the above products included: rash with aloe vera latex. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, right salpingectomy, left salpingo-oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2012,, however it was entered in argus as (B)(6) 2015 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2016 , however it was entered in argus as (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.092 kg/sqm. [Pathology test] on (B)(6) 2016: surgical pathology report: specimen: uterus, cervix, bilateral tubes and left ovary. Diagnosis: uterus, cervix, bilateral fallopian tubes and left ovary: residual proliferative endometrium (submitted uterine weight - 88 grams). - nabothian cysts, uterine cervix. - physiologic follicle cysts, left ovary. - intraluminal coil devices in place in both fallopian tubes, nos. - small paratubal cyst, left fallopian tube. Gross description: the bilateral fallopian tubes are purple-tan, smooth and fimbriated and a silver metallic coil is noted within each tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.